Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se after a diagnostic procedure. Reportedly, the vessel locator wings (vlw) were deployed; however, when retracting the device to place the vlw the device pulled out of the artery. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The return of the device may have assisted in the investigation of the reported event. The loss of arterial access can be influenced by manufacturing, user technique, and/or anatomical conditions. The starclose assembly process incorporates in-process inspections to ensure the wings operate as intended. During final inspection the wings are partially deployed to ensure they are free to move, as specified in final inspection procedures. The lot build quality is verified through lot acceptance testing including functional verification. The reported lot met lot acceptance testing. The evaluation could not conclude that manufacturing, user technique or anatomical conditions had influence on this incident. Therefore, the cause of this event could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and did not yield any incidents of similar experience for loss arterial access. There were no other observations of malfunction during device use. Based on the investigation, there is no indication of a manufacturing influence on this event.